Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain in the leg. Physician believed it was due to the lead putting pressure on the spinal canal. In turn, the patient underwent surgical intervention wherein system was explanted to address the issue.